Event description:
Report received of j retention wire fracture without protrusion through the outer polyurethane insulation.

Manufacturer narrative:
Evaluation summary visual inspection under 30x magnification indicates "j" stiffener wire has fractured at the weld site and approx. 68mm proximal of the weld site. The proximal section of "j" stiffener wire measures approx. 20mm and has migrated down lead body approx. 90mm proximal of the weld site it appears that the entire "j" stiffener wire was received with all recorded measurements add up to approx. 88mm. X-ray of lead distally confirms "j" stiffener wire fractures.